Event description:
Hill-rom received a report from the account stating the brake not set alarm was not alarming. The vest was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the power supply board inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the power supply board to resolve the issue. Based on the info, no further action is required.